Event description:
The customer reported that one of the snap pins on the electrode (which fits to the hole on reusable metal hand piece ls3110), was broken. The device was returned for investigation with a missing snap pin. The site was notified of the missing piece. The pin did not fall of into the pt cavity, it was already broken when they put the pin of the electrode on the device.

Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide add'l info on the proper method of assembling the electrodes into the reusable instrument. Mfg performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.